Manufacturer narrative:
Critical pump error (open book image) and evidence of moisture damage not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and critical pump error alarm. The customer¿s blood glucose level was 52 mg/dl. The customer stated that he able to saw critical pump error image on screen and insulin pump was exposed to moisture. The customer did not experience any symptoms of low blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.